Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted before inflation that the balloon ruptured in a pinhole form. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. Solidified media was present inside the balloon material. The device was placed in the water bath in order to allow the media to soften. The device was then removed, and the device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. A pinhole was noted in the balloon material at 4 mm proximal to the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple hypotube kinks. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted before inflation that the balloon ruptured in a pinhole form. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.